Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Evaluation of the returned locking caps and rods was performed. Four polished surfaces were found on the rods in coordinating locations to the locking cap placement which could be the result of rod movement. Wear on the rocking caps can be noted in regions of interaction between the locking cap and screw head or rod as expected. No unusual damage to the devices was identified. The exact cause of the reported issue could not be determined.

Event description:
It was reported that six locking caps had loosened approximately one year post-operative requiring revision surgery to replace.